Event description:
A 5.0 tap was from expresscare vip2c 103. Dr (B)(6) was tapping into the l5 vertebral body when the tap broke at the base of the threaded portion leaving the entire 35mm of threaded tap in the pt. Surgeon was able to remove the broken instrument through a series of ports and reverse threaded drivers. Pt did have extremely hard bone, however, the surgeon felt he was not putting too much force on the tap when it broke.

Manufacturer narrative:
Tap was returned broken at the tip. Also, a portion of a damaged guide wire was returned. Visual examination of the fracture site under magnification show the tap broke at the last thread. There is material displacement indicative of breakage in torsion while side loading. Position of the guidewire that was returned is bent out of round. No definitive conclusion can be made at this time. Based on the eval of the device, is appears that breakage was related to the application of atypical force. Pt was reported to have hard bone which likely contributed to the breakage of the device. No mfg or material anomalies were found.